Event description:
It was reported that a patient was going to have generator replacement surgery. During pre-op, high impedance was seen during system diagnostics. The patient's caregiver reported that the patient had recently broken her left shoulder, which could have damaged the lead. The patient then received a full revision due to a broken lead and battery depletion. The explanting hospital does not release product back to the manufacturer. Therefore, no analysis could be performed.